Event description:
Baxter (B)(4) received a report that a 5 ml/hr infusor underinfused during patient use. A volume of 80 ml rather than 230 ml was infused over the course of 46 hours. This implies a 1.7 ml/hr flow rate, which is 35% of the expected flow rate. The device was filled with a 230-ml solution of fluorouracil (manufactured by hospira) and 5% dextrose. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing 105 ml of fluid in the reservoir. The reported condition of an underinfusion was confirmed. Visual inspection noted fluid was not coming out of the distal luer. Forced prime was attempted; however, fluid was still not readily observed at the distal luer. No signs of blockage were noted in the delivery tubing or the reservoir. However, microscopic examination of the flow restrictor detected crystallized drug blocking the fluid path at the end of the glass capillary. The glass capillary is located inside the flow restrictor body. The root cause was determined to be crystallized drug blocking the fluid path. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.